Event description:
It was reported that the pump had issues with remote dose code. During physical inspection, it was found that there was a detached downstream occlusion seal and remote dose connector. There was unknown patient involvement, no patient injury was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was returned for analysis. Visual inspection found a detached downstream occlusion seal. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a damaged remote dose connector. As a result, the damaged remote dose connector and downstream occlusion seal were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.